Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s pump connectors from lot 30293 did not fit properly and were very difficult to turn, leading to an inability to attach the tubing during initial training; replacement connectors were shipped. Symptoms included no reported adverse physiological effects and no alarms. Outcomes included no impact on blood glucose control and no medical intervention or hospitalization. Investigation included a review of manufacturing records and complaint history and a request for product return for evaluation. Investigation of this case revealed user-reported mechanical interference at the connector interface. It was concluded that the event involved a device component fit issue with the connector, and replacement supplies addressed the immediate need. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.